Event description:
A surgeon reported a pt whose central vision was not good, while the peripheral vision remained good following bilateral intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with these events. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 11/23/2008, 12/02/2008, and 12/08/2008 by phone, fax, and mail. A completed questionnaire has not been received.